Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair procedure an unknown date and mesh was used. The patient developed a recurrent hernia. Additional information has been requested.

Manufacturer narrative:
(B)(4): it was reported that a patient underwent an incisional hernia repair on (B)(6) 2012 and mesh was implanted. Within weeks of the procedure the patient experienced pain. The surgeon noted that there was mesh sepsis and fistula. (B)(4).